Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings:a review of the black box showed two unexplained reboots had occurred on 01/25/2014. Visual inspection revealed no damage to the battery compartment. There was evidence of moisture contamination observed on the underside of the battery cap and on the inside of the battery compartment. The pump powered on appropriately with the returned battery cap. The pump was exercised for 24 hours with no power loss occurring. The pump passed leak testing. The pump casing was removed and there was no further evidence of moisture seen on internal pump components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power /no power issue: no power (blank screen, no audible tones/vibration, no sound upon battery insertion). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.